Manufacturer narrative:
Stryker evaluated the customer's device and verified and duplicated the reported issue. The cause of the reported issue was isolated to the therapy pcba. Stryker replaced the therapy pcba to resolve the issue. The device passed functional and performance testing and was returned to the customer for use. Further analysis shows that the transistor, designator q8, was electrically shorted, which caused the reported issue.

Event description:
The customer contacted stryker to report that the service indicator is present and an event code is logged in the memory of their device. The event code logged in its memory indicates a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. There was no patient involvement reported during the event.